Manufacturer narrative:
The device was returned and evaluated. The received device had the cannula assembly deployed. Inspection of the fluid path found no evidence that would result in skin irritation at the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes. Chapter 11 / page 115. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that the patient experienced irritation after wearing the pod between 1 and 4 hours on the arm. The patient was taken to the doctor and was prescribed fluticasone propionate, to use as needed (50mcg).